Event description:
During a literature review, a study was found that was performed by a non-baxter group on the impact of reusing tubing and cassettes for peritoneal dialysis with a homechoice machine. This study involved four patients reusing single use cassettes and supplies. The patient was switched to automated peritoneal dialysis for this study. No additional information is available. This is for patient 2 of 4 from this article.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, it is known that the article was published in may 2000. (B)(6). The journal article citation is as follows: chow, j., munro, c., et al. (2000). Homechoice automated peritoneal dialysis machines: the impact of reuse of tubing and cassettes. Peritoneal dialysis international, 20, 336¿338. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. At the time this event occurred, baxter printed pouches for disposable products intended for single use with ¿this device is intended for single use only.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.